Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that for the last couple weeks, their stimulator kept "going off" automatically and they didn't have the handheld device to turn it off; they lost all their equipment. Agent asked for clarity, patient said the stimulation turned on by itself and would shock them. Patient said the last time they were able to charge their implant was a couple weeks ago. Patient asked how to turn stim off; agent reviewed information and redirected patient to healthcare provider/representative after explaining transition process to wireless equipment. Patient attempted to warm transfer to sunmed, but patient disconnected (agent had provided sunmed's number). The issue was not resolved. An email was sent to the reps in their hcp's area, requesting address to send wireless kit to. Since patient did not have any equipment, it was unknown if the stimulation was still on and running or if ins battery had depleted and the patient was still feeling shocks. A rep later reported they got a page and pt had lost remote and was getting shocking sensations since about 2 weeks ago; pt did not even know implanted device was still on. Technical services (tss) discussed situation and agreed to put rep in contact with other reps in the area. Patient called back repeating information from previous call. Patient reported that they need the handheld to turn their stimulator off. Patient asked if there was a doctor in their area that could help them with this issue right away; agent reviewed information. Agent reviewed the process and rep responses with patient. Patient stated that they have had problems for weeks and can't sleep. Patient was inquiring on timeframe for replacement external devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received from one of the manufacturer representative (rep), rep stated that he was not the rep working in that territory. Rep told the patient to contact their doctor or go to the emergency room (ER). Rep reached out to the support to help get them in touch with their local rep. An email page was sent to reps, clinical specialist in that area and were asked to follow up with this patient.